Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.084" x 0.467" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Review of the provided image was performed by a regulatory post market surveillance analyst. The image did not specify the reported complaint.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument gave an alarm and could not be used. Backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to customer feedback, no fragments fell into patients. No report of anything falling into patient.